Event description:
When the filter was initially placed, it was straight and everything looked ok. A planned retrieval was performed 9 months later. The filter was straight, and taken out into a recovery cone via the right jugular approach. The filter was removed from the pt while still inside the catheter. Upon examination of the filter, it was noticed that a foot was missing. Investigation of the catheter & guidewire took place but the foot could not be found. No knowledge of where the foot from the filter is now.